Event description:
The pt experienced a loss of therapeutic effect; she started shaking again and was feeling very weak. It was noted that the pt fell a lot (she would drop to her knees), but this was normal for the pt. The programmer showed that the battery was okay and that the therapy was turned on for both devices. The pt was at home, but planned to make an appointment with her physician. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available. See also MFR's report # 6000032200907095.

Manufacturer narrative:
(B) (4).